Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. Additionally, insulin drips were not observed to be exiting the tubing during the load fill process. The customers blood glucose level was 195 mg/dl. Reportedly, the cartridge was changed to address the issue, and after removing the obstruction from the speaker holes, the alarm cleared.